Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery during basal. The customer's blood glucose level was 463 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer resolved the issue with a set change. The customer sent back their reservoir for analysis. A new reservoir was sent to the customer.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.